Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was not working properly and was not reading or picking up properly. Also, the muting probe had a cable issue. There was no patient impact reported.

Manufacturer narrative:
Analysis of the device found that the unit came in with pcb failure and blown fuse. The pcb and fuse were replaced. The item was cleaned, repaired and tested. If information is provided in the future, a supplemental report will be issued.